Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient complains about implant not holding a charge, that patient recharges daily. Also that patient can't recharge. Rep has been recharging for 30 minutes with patient when she called and the battery was still low. Technical services(ts) had rep get the system into the passive recharge mode and device showed.100 when recharger was over the implant, but 43 when recharger paddle was in the air. System eventually changed to 30%. When rep interrogated, patient was using electrodes 0, 1,2,3and @60hz, 500usec, @6 ma with not cycling. Impedance check showed 600-800 ohms range. Recharge data showed generally about 2 hours to recharge fully from 10-100%, or 10-50% at about an hour, with excellent recharge quality, which was within normal range. Energy check showed 1.7 days, thus it's somewhat expected that patient has to recharge more frequently, and rep asked if patient has been using stimulation more and patient didn't quite recall, but seem to agree that he might be using stimulation more, recently. Ts suggested adjusting rat e and especially pulse width, since it is so high. Rep to add cycling as well. Rep to do further programming.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." H6: note that the codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the cause of the issue was due to the patient intensity level. They stated that the patient was educated in running multiple programs at one time with higher levels of intensity. Issue was resolved. **MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.**